Event description:
Patient reported skin irritation as hives and bleeding. The patient reported that they did seek medical treatment and used an otc mediation, aquaphor. The patient reported that they did follow proper skin preparation instructions.

Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.